Event description:
This is a final report. The investigation was completed on 01-nov-2020 and the results and conclusions are outlined in section h of this report.

Manufacturer narrative:
Device evaluation: 1 x zso-7-4 of unknown lot number was unavailable for return to cirl for evaluation. Documents review including IFU review: prior to distribution all zso-7-4 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the zso-7-4 device cannot be carried out as lot number is unknown. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is evidence to suggest that the user did not follow the label as an incorrect wireguide was used. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
After stone remove by using balloon, the doctor wanted to insert the zso into the cbd. So he decided to insert zso-7-4 into the cbd. While the nurse tried to insert the guide wire into the stent, pigtail section of stnet was bent. So guide wrie could not pass the stent. The new zso-7-4 was used for this case. No adverse effects reported.